Manufacturer narrative:
(B)(4). This complaint is confirmed. Visual examination of the returned product identified scratches and wear marks. A functional test was performed, and no issues were observed with opening and closing the device. While in the open position, the handle does not wobble. When in the closed position, the handle does move about 1/8 of an inch. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The device has been in the field for approximately seven years and one month and used an unknown number of times. The root cause of the reported issue is attributed to wear and tear on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred in (B)(6).

Event description:
It was reported that the handle is loose and moved while in operation. No injury to the patient, body or health. Attempts have been made, and no further information has been provided.